Event description:
On (B)(6) 2013, the surgeon performed a left si joint arthrodesis utilizing the ifuse implant system placing three ifuse implants. The patient complained of ¿slight¿ leg pain in the early post-operative period that worsened over the next several weeks. No motor or sensory deficits in the lower extremities were associated with the leg pain. CT imaging of the patient¿s pelvis was performed that showed that the superior implant was malpositioned medially and had breached the first neuroforamen. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the superior (malpositioned) implant. After removal of the implant, the surgeon placed a bone cage device into the void left by removal of the implant. Graft material was placed into the bone cage. No other grafting was performed. No additional fixation was applied. Per surgeon report, the patient¿s leg pain has resolved after the revision surgery. Per si-bone vp of medical affairs: "medical review of this case shows this to be a case of early revision surgery for treatment of a symptomatic malposition of an implant (superior implant). The direction of the malposition was medial into the neuroforamen. The patient's leg pain after the initial surgery has resolved after the revision surgery. The patient had no motor or sensory deficits in the lower extremities after the index or after the revision surgery."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and (B)(4), the most probable root cause is breaching of the neuroforamen by the implant. Ifuse implant part numbers, lot numbers, manufacturing dates and expiration dates : p/n 7035-90, lot# i0290, manufactured 05/29/13, expires 2017-12. P/n 7050-90, lot# i0503, manufactured 07/03/13, expires 2018-03. P/n 7065-90, lot# 157757, manufactured 05/17/13, expires 2018-05.